Event description:
It was reported that the right ventricular (rv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock lead impedance measurements. Technical services (ts) analyzed impedance trend data and found that the measurement was greater than 200 ohms in the triad vector. No adverse patient effects were reported. Currently, this crt-d system remains in service.